Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported a tampon fell apart inside and unraveled during removal. A piece of tampon came out hours after removal. Consumer is a nurse and stated she was not experiencing any unusual symptoms and was doing fine.